Event description:
The sales rep reports that during a pph procedure, the device only fired a third of staple line. Had to over sew staple line. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.